Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The lesion was a c6 segment aneurysm, with normal vessel tortuosity. The patient was in good condition following the procedure and experienced no symptoms related to the failure to open. Procedural imaging was submitted in the attachment. To address the failure to open, the microcatheter was retrieved and placed in a straight section for deployment, deployed further, retrieved again, and additional tension was applied, with deployment attempted three to four times. The device was prepared according to the IFU. The procedure was ultimately completed by replacing it with a new pipeline, specification 4.75 × 35. The cause of the failure to open was not determined. The distal section of the pipeline did not open, although it had been placed in the straight section of the m1 segment rather than a vessel bend. Additional attempts included retrieval of the stent catheter, applying increased tension, and redeployment.

Event description:
Medtronic received a report that the tip of the dense mesh stent could not be opened no matter how it was operated. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Supplemental was submitted to inform that this report is a duplicate prior to merging. The report # 9617601-2025-01116 and 2029214-2025-01872 of the report in the destination (B)(4) should be referenced in the supplemental. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.